Manufacturer narrative:
The lot number was provided for the reported malfunction, therefore, a lot history review was performed. The device was returned to manufacturer for inspection/evaluation, however, image and video were provided for review. Therefore, the investigation is confirmed for the reported fracture, and positioning failure. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. The catalog number has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model fvl10120 vascular stent graft allegedly fractured, and positioning failure. The information was received from a single source. This malfunction involved one patient with no patient consequences. A (B)(6) year old patient weighs (B)(6) kgs, and gender was not provided.